Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint to perform a failure analysis. The hrsv was analyzed and the reported failure was replicated and confirmed. The component was installed into a system and upon startup, the unit immediately showed an issue. The right hrsv was completely down, not allowing for any vision for the user's right eye.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the reported issue. The system was tested and verified as ready for use. Isi has not received hrsv involved with this complaint to perform failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the view through the right eye of the surgeon side console (ssc) was black. At the time the issue was identified, anesthesia had already been administered and ports were placed. The customer decided to postpone the surgery. The procedure was aborted with no reported injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information regarding this event: the system functionality was checked after powering the system on. However, the customer did not check the picture quality in the surgeon side console (ssc). The system started without any error. There were no issues during the setup of the system. The procedure was aborted immediately after the start. There was no patient injury.